Manufacturer narrative:
Eval, method: visual examination, other - device history record (DHR) review and sampling of mouthpiece material. Results: other - visual examination of photo for (B)(6), mouthpiece, showed a crack. DHR review showed no issues related to the reported complaint description. The DHR indicates that the product was assembled and inspected according to the specifications. Mfg - materials. The material available of the mouthpiece(B)(6) was sampled and no damage was found. Conclusion: other - the mold for making the mouthpiece will be re-validated. A f/u report will be submitted if add'l info is received for this issue.

Event description:
The event is reported as: during incoming inspection, the mouthpiece of the device was found damaged.